Event description:
It was reported that a cartridge broke inside an ilet device, with the plastic component fractured and lodged in the pump during use, and the lot number was unknown due to mixed supplies. Symptoms included no reported adverse clinical effects. Outcomes included the user transitioning to backup therapy while a replacement device was arranged without hospitalization. Investigation included case review and troubleshooting with education provided. Investigation of this case revealed a damaged cartridge component consistent with a cracked consumable causing device interference. It was concluded, based on previously established findings for similar reports, that user handling and cartridge damage were the most probable causes.

Manufacturer narrative:
Initial.